Event description:
**Update** (B)(4) 2013 - sales rep reported revision surgery. Patient was revised to address pain. The sleeve and stem are now being added to the complaint.

Event description:
Litigation alleges that patient experienced pain, clicking and popping. The hip pain continued to worsen considerably and significantly impaired ability to perform daily activities, work and even sleep.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.